Event description:
It was reported that on a second attempt to implant a vena cava filter, using the same sheath as the previous attempt, that filter also became stuck in the catheter. To remove the filter, the doctor reported that he had to unlock it from the spline by using the snare and pusher wire to push it out. Once it was out, the arms were open, but the legs would not open. It was reported that the legs of the vena cava filter were also being held closed by some fiborous like tissue, that prevented them from opening. The filter was removed via the jugular with a recovery cone. No injury to the patient was reported.

Manufacturer narrative:
The DHR was reviewed. This lot met release criteria. Two g2 delivery systems, an adapter of unknown origin, a filter, and an introducer sheath were received for evaluation. The sheath had a severe kink just distal to the hub. The pusher wire could not be pushed through due to the adapter being in place. The sheath was evaluated and it appeared that the filter was stopped just proximal of the distal band. There were spiral marks on the inside of the sheath and puncture holes in the wall of the sheath. There was also a necked down area on the sheath. The sheath was measured and was within specification. Both pusher wires were measured and were within specification. The storage tubes and y-bodies had no defects and were intact. Prior to decontamination, upon receipt of the filter, the filter legs appeared to be encapsulated in what appeared to be gelatinous blood clot. One set of legs on the filter was twisted. All arms and legs were present and intact. The filter was measured and the results were within specification. The result of the investigation was confirmed for difficult to deploy. The definitive root cause is unknown. However, based on the condition of the returned device, patient and/or procedural factors may have contributed to this event. The information for use states: it is very important to maintain introducer catheter patency with the saline flush so that the grooved segment that holds and properly orients the filter legs does not become covered by clot. This will interfere with filter deployment. Do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.